Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The defect reported could only be partially verified. Performed service and repair functions. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return : "would not power off and over heating" could not be duplicated. Replaced springs on pressure arms with tip replacement kit to correct over fill issue. Also replaced console cover (logo faded). The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder rotator surgical procedure, it was observed that the fms vue pump fill chamber over filled. According to the report, the pump would not power off, overheated then would not turn back on. There was a delay of less than 30 minutes. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.